Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg value showed as abnormal. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ¿after 22 days, value showed abnormal¿ was confirmed. The root cause of the reported observation was due to the device having a degradation within the eppic ic (u1), which resulted in the device drawing higher current than normal and causing premature battery depletion. The device was subjected to ate testing and passed all test steps. A review of the ate fuel gauge test step showed a higher than normal calculated stimulation off battery current of .666ma. The device was fully functional as received but exhibited a higher-than-normal current consumption. A review of the ipg diagnostic logs showed the device was depleting at a higher rate. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.